Event description:
It was reported that, during an ukr surgery, the handpiece failed the administrative test. The first run was 80; the second run, 34; and the third run, 60. It was decided to open a second handpiece and case started without a delay or problem. The patient was not harmed.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was about halfway unthreaded from the snap lock. A handpiece characterization was done with the nut halfway threaded and resulted in a high t1 max torque value. The loose snap lock nut was tightened and handpiece characterization was redone, which resulted in a t1 max torque value in the acceptable range, for a handpiece with a drill in it. The malfunction is likely due to supplier / raw material fault.